Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during coiling treatment, this coil would not detach with using instant detacher. There was resistance felt during the delivery of the coil in the catheter. It was reported that the coil was placed in the lesion and attempted to detach the coil. After two attempts were made to detach the coil with instant detacher, the coil did not detach. Replaced a new coil and procedure was completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, implant coil was found damaged and had lost its original shape with the polypropylene filament intact but still attached to the pushwire. The instant detacher was not returned for evaluation. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location were found to be intact. The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, as in-house instant detacher was used for detachment testing and concerto implant coil was detach successfully on the first attempt without difficulty. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. The intact tack weld replacement (twr) crimps is evidence that the instant detacher used in the event was not successful at actuating the detachment mechanism. The failure of the customer to detach the concerto implant coil as directed in the concerto coil instructions for use (IFU) led to the reported event. It is possible that the pushwire became bent and the implant coil became damaged during the reported attempt to implant or remove the concerto coil during the coiling treatment. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.